Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was alerting low flow and patient line open during normothermia therapy. Four large pads were in place with a flow rate of 0l/min. The patient reporedly weighs more than 100kgs. The patient temperature was 40c, the water temperature was 7.6c, inlet pressure was -4.2, circulation pump was at 100%, and conditioning valve was 0. Per troubleshooting with ms&s, the pads were confirmed to not be cut and there was no sign of damage to the fluid delivery line or pads. The complainant was advised to disconnect and reconnect the pads and restart therapy twice. The device would try to prime and flow rate would display as 0l/min. The pads were then emptied and disconnected, and manual control was enabled on the device with the water temperature set to 10c. The system diagnostics read flow rate at 1.9l/min with only the fluid delivery line attached, ip -6.9, and cp 60%. The pump hours on the device were noted to be 2409. The pads were added back one at a time and flow rate ranged from 0 to 0.2l/min, ip range -4.8 to -5.2, and cp 100%. After adding back all of the pads, disabling manual control, and restarting the device, the flow rate was displayed as 0l/min. The complainant stated that she would change out the pads.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Correction: MFR site.

Event description:
It was reported that the device was alerting low flow and patient line open during normothermia therapy. Four large pads were in place with a flow rate of 0l/min. The patient reporedly weighs more than 100kgs. The patient temperature was 40c, the water temperature was 7.6c, inlet pressure was -4.2, circulation pump was at 100%, and conditioning valve was 0. Per troubleshooting with ms&s, the pads were confirmed to not be cut and there was no sign of damage to the fluid delivery line or pads. The complainant was advised to disconnect and reconnect the pads and restart therapy twice. The device would try to prime and flow rate would display as 0l/min. The pads were then emptied and disconnected, and manual control was enabled on the device with the water temperature set to 10c. The system diagnostics read flow rate at 1.9l/min with only the fluid delivery line attached, ip -6.9, and cp 60%. The pump hours on the device were noted to be 2409. The pads were added back one at a time and flow rate ranged from 0 to 0.2l/min, ip range -4.8 to -5.2, and cp 100%. After adding back all of the pads, disabling manual control, and restarting the device, the flow rate was displayed as 0l/min. The complainant stated that she would change out the pads.